Event description:
During an arteriogram the entry guidewire broke off inside the patient. The guidewire sheared off as it was being withdrawn through the micropuncture needle. The guidewire was determined by fluoroscopy to be extraluminal and of no cause for concern, per the radiologist. The guidewire piece was left in place in the patient. The guidewire breakage is being reported to the manufacturer.